Event description:
I got "upgraded" to the dexcom g7 from the dexcom g6. Constant glucose meters are never perfect, but the g7 has been a nightmare. It worked fine and was accurate for the first 24 hours. From hour 25 on, I started getting alerts that my blood sugar was dropping quickly. In the middle of the night, my alarm went off telling me my blood sugar was dropping quickly and was below 60gmdl. It's a very dangerous situation. I drank some juice and waited for my dexcom to show a change. I usually takes 10-15 minutes before I will see it level out and start to rise. But it didn't rise. The dexcom showed a dropping pattern. I got out my blood sugar meter and tested with a finger stick. My blood sugar was 110mgdl. The dexcom g7 showed it was falling and at 45 by this point. Instead of correcting a low, I was now in a situation where I had to take more medication and deal with really high blood sugar since my starting level was much higher than the g7 was reporting. Later in the morning, it again reported incorrectly when it showed my blood sugar was 100mgdl higher than it actually was causing my pump to give me too much insulin. This isn't the first time the dexcom has given me problems. Since switching to the dexcom g7, I have had around 1/3 of them fail to work as they are supposed to. These are expensive pieces of equipment marketed as the most accurate on the market. But they fail and are dangerous. I am currently exploring other constant glucose monitors from more reputable companies. Dexcom has made their product too dangerous for me to rely on. The dexcom g7 has led to over medication and both high and low blood sugar levels at an erratic and unpredictable pace.